Event description:
The surgeon used the echelon flex 60- articulating linear cutter. The device, "misfired on second time-just stopped about half second into the cut/staple." The surgeon tried the reverse button but it did not work and he pulled the manual override lever but still the jaw did not open. The stapler was stuck to the tissue. He called the company representative for help and he was able to remove the stapler.